Manufacturer narrative:
UDI #: a complete UDI # is unknown as product serial number was not provided. (B)(6). Device manufacture date: unknown, as the serial number was not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Citation: iqbal, m., elmassry, a., tawfik, a., elgharieb, m., nagy, k., soliman, a., saad, h., tawfik, t., ali, o., gad, a., el saman, I., radwan, a., elzembely, h., abou ali, a. And fawzy, o. (2018). Standard cross-linking versus photorefractive keratectomy combined with accelerated cross-linking for keratoconus management: a comparative study. Acta ophthalmologica, 97(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Title: standard cross-linking versus photorefractive keratectomy combined with accelerated cross-linking for keratoconus management: a comparative study. Purpose: to compare the safety and efficacy of standard 30 min epithelium-off cross-linking (cxl) versus photorefractive keratectomy (prk) combined with accelerated epithelium-off cross-linking (axl) for the treatment of progressive keratoconus (cxl-plus). Methods: this study was a prospective multicentre comparative clinical study. A total of 125 eyes of 75 patients with grade 1 keratoconus and documented progression were divided into two groups. Group a included 58 eyes treated with standard cxl. Group b included 67 eyes treated with combined prk and axl. The recorded data included udva, cdva, subjective and objective refraction, keratometry and pachymetry using corneal topographies preoperatively and postoperatively at 3, 6, 12 and 24 months of follow-up. Note: it was reported that 2 eyes from the study had issues: 1 with corneal scarring and other with delayed epithelial healing.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.